Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (marlex) device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex mesh device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol flat (marlex) mesh (device #1). On (B)(6) 2017: the patient was injured and underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the attorney alleges a general claim regarding the bard/davol flat mesh (marlex) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (marlex) device #1 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex mesh device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 15 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. Per op notes, "mesh had fully dehisced (pulled loose) from it's attachment and protruded into abdominal cavity." The instructions-for-use supplied with the device lists hernia recurrence, migration and adhesions as possible complications. Update fields: a2, b4, b5, b6, b7, d4, d.6b, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol flat (marlex) mesh (device #1). (B)(6) 2017: the patient was injured and underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the attorney alleges a general claim regarding the bard/davol flat mesh (marlex) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1). Per operative notes, "the sac was opened, the herniated omentum was excised. The new hernia was superior to previous hernia repair. A piece of bard flat mesh (device #1) was sutured surrounding fascia." (B)(6) 2017- patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of protruded mesh into abdominal cavity (device #1) with omental adhesions and implant of ventralex st (device #2). Per operative notes, "a large hernia sac contained with incarcerated pieces of omentum was noted. Old prolene sutures were removed. A hard piece of mesh (device #1) was seen along the inferior aspect of defect, which had fully dehisced (pulled loose) from it's attachment and was removed. A ventralex st patch (device #2) was placed in preperitoneal plane and sutured." Attorney alleges that the patient had adhesions, mesh migration, emotional injuries and hernia recurrence. It is also alleged that a piece of mesh had pulled loose from it's fascial attachments and was protruding into the abdominal cavity.